Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver instrument tip on one side of the needle driver broke off.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 0.173" * 0.096" was found to be broken off. The broken piece was not returned. The components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.